Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 pro device. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that they received information alleging a ventilator inoperative condition occurred on a bipap a40 pro device. There was no harm or injury reported. The device was returned to the product quality investigation lab for evaluation. During review of the device error logs it was observed that the ventilator inoperative alarm was not documented but was visible on the device's alarm log display. It was determined that the error logs were not being correctly recorded. The device was scrapped.